Event description:
Per dealer joystick is not working goes out intermediately out put.

Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.